Event description:
The caller reported a malfunction with the pump, with a malfunction code displayed as malf 16-0x20e6. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed high bg at time of trouble shooting. The customer reverted to an alternate method of insulin therapy.